Event description:
Boston scientific crm received information via literature review, that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room with a history of sudden onset palpitations associated with syncope. Device interrogation revealed episodes of non-sustained ventricular tachycardia (nsvt) at 220 ms. Post-tachycardia, another episode of nsvt with longer duration, was induced by rate smoothing (rs) pacing algorithm following premature ventricular beats. The literature describes this unique form of device-related proarrhythmia causing syncope.

Event description:
Caller states the use by date and lot number are missing from the compact test strip vial. No adverse event reported. Requested return of suspect device and replacement was sent.